Event description:
It was reported by the affiliate that during a sigmoidectomy procedure, the device could not be fired completely. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4).

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.